Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV connector was attached to a catheter extension set and solution would not flow. The setup was primed with no issue but when the infusion began, there was no flow. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing were performed and passed successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.